Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: hwc. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the handle broke during case. There have been multiple broken tna handles. This was the second broken handle. Both were reported separately. There was no surgical delay. Surgery was completed successfully. Patient outcome was good. This report is for one (1) aiming arm/ radiolucent this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned samples revealed that aiming arm/ radiolucent have cracked across the latch pin section. The devices presents sings of normal wear, no evidence of impaction marks nor breakage were observed. Based on the observations a potential cause cannot be established with the provided information due to be a multifactorial issue. The semi-extended parapatellar approach surgical technique guide was reviewed. Following relevant statements were found. Precautions: -ensure that the connection between the nail and the insertion handle is tight. Retighten if necessary, after hammering and prior to the attachment of the aiming arm. -do not attach the aiming arm to the insertion handle at this point. -do not exert forces on the aiming arm. These forces may prevent breakage of the device. Based on the investigation findings, the primary cause was related to the users hammering with the aiming arm in place or actually hitting on the aiming arm. A dimensional inspection for the aiming arm/ radiolucent were unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the aiming arm/ radiolucent would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed dimensional inspection: n/a device history part:03.043.029, lot:2023518, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date:15 sep 2020, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.